Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer confirmed loading with 480 units of insulin, and that the fill estimate was accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin. There was no reported impact to the customer's blood glucose level.